Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms, which triggered a lead safety switch (lss). The lss resulted in the rv lead being automatically switched by the pacemaker device from the bipolar to the unipolar pace and sense configuration. Normal measurements were observed when testing the lead in the unipolar configuration. Boston scientific technical services discussed with the healthcare provider (hcp) that this lead is co-axial so if the outer conductor has a problem, the inner conductor may be okay for now. The patient was noted to not be pace therapy dependent, but the rv pacing counters indicate they receive rv pacing therapy 96% of the time. The hcp indicated they will keep the lead in the unipolar configuration and continue to monitor. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was fractured and was surgically abandoned and replaced. There were no additional adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms, which triggered a lead safety switch (lss). The lss resulted in the rv lead being automatically switched by the pacemaker device from the bipolar to the unipolar pace and sense configuration. Normal measurements were observed when testing the lead in the unipolar configuration. Boston scientific technical services discussed with the healthcare provider (hcp) that this lead is co-axial so if the outer conductor has a problem, the inner conductor may be okay for now. The patient was noted to not be pace therapy dependent, but the rv pacing counters indicate they receive rv pacing therapy 96% of the time. The hcp indicated they will keep the lead in the unipolar configuration and continue to monitor. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.